Event description:
The dental implant fx4810mlc was removed on (B)(6) 2018 due to failure to osseointegrate 5 months and 28 days after implantation. The patient has history of bruxism. The patient required another surgical intervention to recover.